Event description:
Three-weeks after having undergone a revision surgery for adjacent level degeneration, the pt returned to surgeons office stating that he had rolled over in bed and felt a pop in his back. X-ray taken showed that the xpdm setscrew at s1 had disengaged from the screw. A revision was performed and the setscrew at l5 was also found to have loosened. As surgical intervention occurred an MDR is being filed.

Manufacturer narrative:
Hardware was returned and a dimensional inspection confirmed that all pieces returned were manufactured to specification. A functional test found that the rod fit in the screw heads and that the setscrews threaded into the screw heads without issue. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.